Event description:
This complaint reflects the 20ml syringes reported along with multiple other devices. 20ml syringe bn: 2307780, exp: 30/06/2028, ¿white sterile silicone? Within the syringe¿. 20ml syringe bn: 2308763, exp: 31/07/2028, ¿black ink on the inner wrapper containing the syringe". 20ml syringe bn: 2308763 exp: 31/07/2028 ¿black ink on the inner wrapper containing the syringe¿. During the month of december 2023, several syringes of varying sizes were passed out of the aseptic suite due to issues identified by operators in our aseptic unit with the bd syringes. These identified syringes have not been used in the preparation of patient¿s medication a list of affected syringes with sterile impurities is as follows: 50ml syringe bn: 2308723, exp: 31/07/2028, ¿moisture and sterile silicon within the neck of the syringe¿. 50ml syringe bn: 2308723, exp: 31/07/2028, ¿various markings within the syringe body¿. 50ml syringe bn: 2307749, exp: 30/06/2028, ¿various black ink markings on the outer part of the syringe body including parts of the critical areas (where a needle would be attached¿. 30ml syringe bn: 2309006, exp: 31/08/2028, ¿a brown mark near the plunger of the syringe¿. 30ml syringe bn: 2309006, exp: 31/08/2028, ¿a teal mark on the outside of the syringe¿. 20ml syringe bn: 2307780, exp: 30/06/2028, ¿white sterile silicone? Within the syringe¿. 20ml syringe bn: 2308763, exp: 31/07/2028, ¿black ink on the inner wrapper containing the syringe¿. 20ml syringe bn: 2308763 exp: 31/07/2028 ¿black ink on the inner wrapper containing the syringe¿. 5ml syringe bn: 3164181cjavascript: resize flexelement ("entry description', 'entry description', false, false) 09 exp: 31/05/2028. ¿black marks on the base of the syringe near the plunger¿.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
One sample received for investigation with batch number 2307780. Through visual inspection, it can be observed that the syringe is lubricated with what appears to be silicone in the fluid path. Testing was performed on ten samples, results verified amount of silicone was with the required limits. A device history review was performed for reported lot 2307780, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2307780 and found to be within specification. Based on the investigation results, no manufacturing related defects could be identified. Silicone has a determined viscosity that makes it visible when the stopper is fully inserted and separated from the top of the syringe. Visibility of the silicone does not mean there is an excess of it. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.